Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an 11mm amplatzer atrial septal defect (asd) occluder (lot: 8025259) was implanted successfully utilizing an 8f amplatzer trevisio delivery system. The size of the asd was 6mm per transesophageal echocardiogram (tee). The patient was experiencing short term discomfort while running. On (B)(6) 2024, during a follow-up transesophageal echocardiogram (tee), the occluder was observed to be detached and located in the abdominal aorta. The patient was admitted to the hospital. On (B)(6) 2024 the occluder was removed from patient using a transcatheter snare. The patient was reported to be stable and discharged.

Manufacturer narrative:
An event of device embolization was reported. The field indicated that the defect was sized at 6mm and an 11mm aso was selected for closure. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported event could not conclusively be determined but is likely due to incorrect device sizing. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. An 11mm aso was selected for closure of a defect sized at 6mm please note per the instructions for use, once the diameter of the defect is determined, select a device size equal to or 1 size larger than the diameter of the defect. Warning: do not select a device size that is more than 1.5 times the echocardiographic-derived asd diameter prior to balloon sizing. H6 medical device problem code: 2017 added.